Event description:
The facility had stated that the surgeon successfully implanted a model aa420vf intraocular lens but noted damage to the lens without injury to the patient. The facility could not specify the model or lot numbers for the cartridge or injector used to implant the lens. It is unknown what caused the damage to the lens.